Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.50 x 8 mm nc trek rx balloon dilatation catheter (bdc) was used for post-dilatation after a stent was implanted at the lesion site. The bdc ruptured during inflation. A replacement balloon dilatation catheter was used to perform the post-dilatation. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed there was a leak in the device. When device was pressurized, fluid visible leaking from a separation in the inner member. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that there is no indication of a product quality issue. The performance of these devices will continue to be monitored.